Manufacturer narrative:
Fields d9 and h3 were updated. The customer's test strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.3 inr qc 2: 5.3 inr qc 3: 5.0 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The returned and the retention material meet the specification.

Manufacturer narrative:
Initial reporter occupation: occupation is lay user/patient. Unique identifier (UDI) # (B)(4). The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of discrepant inr results with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 11:00 a.m. The meter result was 5.9 inr and at 11:31 a.m. The meter result was 6.1 inr. At 1:00 p.m. The laboratory result was 2.8 inr. The customer noted that their finger may have been excessively squeezed when the results of 5.9 inr and 6.1 inr were obtained. Therapeutic decisions were made off of the result obtained through the laboratory and not the meter's results. The patient's therapeutic range is 2.0-3.0 inr and tests 2-4 times per month.